Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that on (B)(6) 2013 surgeon had an issue with the guide wires and drills of the afn set not lining up with the recon holes in the nail during a procedure. This problem was eventually resolved, but the components of the aiming apparatus of the nail were replaced to insure that this issue would not re-occur. Surgeon stated that he has had this issue occur about three of the past ten times he has used the nail. This report is for an unknown guide wire. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.